Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said that they had a blood clot after the ins was implanted, so they had to go back to the hospital for a MRI. Pt said that there was scar tissue and blood pressing against their spine, so they were admitted to the hospital. Pt said that they went from the hospital to rehab and then the nursing home. Pt just wanted someone to come assist them in person. Agent reviewed and provided pt with nas phone number to provide to hcp/nursing home staff. Agent asked the pt for the event date, however pt did not provide a response.